Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no significant anomaly. There were suspected body fluids in the lead, but they had no performance impact.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) that as they were implanting the lead they saw blood on the electrodes under the protective coating of the lead and stated it was a defective product. As a result the hcp requested a new product. The consumer experienced no signs or symptoms related to this issue.